Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented to the ER with a possible broken neck on a femoral stem. Surgery confirmed that the stem was broken.

Manufacturer narrative:
An event regarding crack/fracture involving an agbii stem was reported. The event was confirmed from the medical review. Method & results: device evaluation and results: the device was not returned for analysis however an image was provided. This image showed the agb stem fractured at the neck into two separate parts. The upper part of the stem was still assembled with the metal head. Some damage was also noted to the lower part of the stem, this is consistent with explantation damage. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: implantation of an abg ii stem with fracture of stem neck just below the femoral head that is still located within the acetabular cup shell. The abg stem is grossly undersized and in severe varus malposition with excessive anteversion. It is still well fixed to the proximal femoral bone. The biggest problem is stem malposition. Varus position lowers the effective neck angle with a similar amount as the degree of varus which increases the bending moment arm on the stem neck and thereby the total amount of stress across the arthroplasty during ambulation, the joint reaction force (jrf). Excessive anteversion may increase the risk on impingement between stem neck and cup rim although there is no explicit proof for such a problem but this may well be an additional and severe factor to further increase overload. The stem body does not fit well in the proximal femur in its varus position, the distal stem tip touches the lateral internal cortex of the proximal femur and thus becomes grossly undersized, at least two sizes for this patient. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion a review of the medical records by a clinical consultant concluded that stem under sizing with malposition in varus and anteversion plus use of a skirted extra long femoral head in combination with patient obesity have created an overload condition in the arthroplasty through unbalance between load and strength of device resulting in fatigue accumulation with ultimately a stem neck fatigue fracture. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient presented to the ER with a possible broken neck on a femoral stem. Surgery confirmed that the stem was broken.